Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device will not return to olympus for evaluation. The territory manager performed troubleshooting at the user facility. The issue was determined to be with the cystobed and not the subject device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus territory manager reported on behalf of the customer, the visera elite ii video system center displayed a black image and blue line on screen while connected to a cystobed. Cables were swapped and the issue persisted. The event occurred during preparation for use. There was no report of patient harm.